Event description:
A non healthcare professional reported during the intraocular lens implant procedure the plunger went over the lens and damaged the lens. The surgery was completed with another lens. The intraocular lens was not in contact with the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).